Event description:
It was reported that the customer was having problems with the insulin pump. It was stated that the piston got stuck during prime the night before, and the device did not alarm as it happened a few times. The blood glucose reading was 10.1mmol/l and the customer was not able to treat due to the no delivery alarm. Then the customer changed the battery, but it alarmed battery out of limit. The caller also mentioned that the insulin pump alarmed button error in the middle of the night two weeks ago. The customer was in the beach that day and the device was exposed to a very humid weather. Then the alarm was cleared by itself. Assisted the customer to run a manual prime test, the insulin did not exit and the device did not alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.